Event description:
The customer reported recurring issues with high blood glucose levels for the past six to seven months, occurring approximately once a week. The levels reached over 500 mg/dl. Cause was not known. No third-party assistance was needed, and the customer managed these episodes by using correction injections. The control iq feature was activated during these events. Customer continued to use pump for insulin therapy.